Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion (pbd) . At a follow up appointment , one year ago, the remaining battery longevity was six years. At the recent follow up appointment, the remaining battery longevity had dropped to one year remaining. Subsequently, the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion (pbd) . At a follow up appointment , one year ago, the remaining battery longevity was six years. At the recent follow up appointment, the remaining battery longevity had dropped to one year remaining. Subsequently, the device was explanted and replaced. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.